Event description:
The manufacturer received information alleging an issue with the waveform readings on the display. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Manufacturer narrative:
Previously reported: the manufacturer received information alleging an issue with the waveform readings on the display. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the reported issue was not able to be duplicated. The cause was of the issue was not identified. The system pca and flow sensor were replaced preventively. Final test was preformed, cleaned and software was confirmed to be v1.06.05.00.